Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue multi-measurement module x3 indicating that the device failed to alarm for an arrhythmia or vital sign parameter. The device was in clinical use at the time the issue was discovered. There was no adverse impact, as the user was on duty in the post-intervention monitoring unit, where they always monitor the patients' vital signs, even in the absence of an alarm.